Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had intermittent power. The patient replaced the battery to no avail. The patient reported there was no damage to the battery cap or battery compartment, no moisture was seen in the pump, and the battery cap was secure and tight. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): reported event date shows unexplained reboots recorded in the black box contamination was observed in the battery compartment around and on the terminal. No physical damage observed on the pump or on the cap. The cap contacts measurements were taken and the height and width were found within specifications. Ez-prime steps were performed successfully. The pump was exercised for 24 hours and no reboots occurred during testing.